Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display. The customer's blood glucose level was 220 mg/dl at the time of the incident. The customer stated that the pump was not exposed to moisture. The customer stated that the battery compartment spring was not damaged or corroded. The customer was not able to clear the blank display. The product was returned for analysis.

Manufacturer narrative:
Pump was received with blank display, problem isolated to lcd board. Unable to perform any tests due to blank display. Pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.